Event description:
The patient presented to their healthcare provider (hcp) with signs of skin irritation allegedly caused by the zio at. The patient experienced redness and itching. The patient reported using band aides to help but they became loose. The device was removed and the patient was prescribed triamcinolone acetonide ointment as treatment.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for 5 of the 14 days prescribed. The patient has sensitive skin and known history of reactions to medical adhesive. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting sensitivity and known history cannot be ruled out as a contributory factor. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of retrospective review from january 2021 till august 2025. A CAPA (2024-0036) was initiated on 29th september 2024 to implement corrective actions. Device performance and/or risk profile are not impacted.